Event description:
Caller reports ,back to back testing on the inform system with blood glucose results of 346 mg/dl and 139 mg/dl. Caller reports, that quality controls were run and in range; however, expiration date of the control solutions was not verified. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.